Event description:
It was reported that a pt developed a 1" blister on the posterior area of the right knee after being scanned with a signa excite 1.5t. The pt was scanned for a prostate exam using an 8 channel body coil and positioned feet first into the bore. The pt was padded for the exam and his knees were elevated using foam pads/pillows due to back problems. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.